Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on both yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted other thoracic surgical procedure, the maryland bipolar forceps instrument was used for a surgical task and was unable to fire. No fragment fell into the patient. The procedure was completed with no reported injury.